Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a sling was implanted. The patient experienced pain, erosion of her internal tissues. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and a sling was implanted. It was reported that after implantation, patient had pain, dyspareunia, urine retention and frequent utis.(B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional b5 narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
Date sent to FDA: 8/16/2019. (B)(4). Additional narrative: it was reported that patient underwent revision of mesh on (B)(6) 2016 due to incontinence, overactive bladder and weak urine stream.

Manufacturer narrative:
Date sent to FDA: 9/10/2019.